Event description:
The customer complained that during a run, the tango optimo did not dispense red cells into all wells and gave false positive test results. Out of 630 samples 24 were empty wells, seen in sporadic groups of 5-6 at a time. No flags were associated. No data have been received on this incident. We are therefore, not able to confirm this incident or to evaluate it properly.

Manufacturer narrative:
This is our combined initial and final report on this incident.